Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) unit will not hold a charge battery.

Manufacturer narrative:
Updated fields: b4, e1(event site name, event site address, event site city, event site postal code), g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields: d1, d4(version or model #, catalog #, unique identifier (UDI) #).

Event description:
N/a.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) unit will not hold a charge battery. No harm/injury has been reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1(initial reporter), g3, g6, h2, h3, h6 (health effect: clinical code, type of investigation, investigation findings, component codes, health effect: impact codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced power management pcb. Precautionary service: initiate the replacement of the scheduled pm parts e.g. Scroll compressor, fitting muffler to reservoir wont open/misaligned and preliminary quote sent to the customer; now, pending hard copy p.o# to complete the repair/demand pm. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received pcb, power management with a reported unit failure of unit would not hold a battery charge. The failure analysis and testing dept. Performed a visual inspection and observed some kind of substance or residue on the board. This residue does not appear to be the normal looking saline residue. The failure analysis and testing dept. Installed pcb, power management into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The fat verified that the batteries would not charge. The batteries charged in the console. However, when the console was installed into the cart, the batteries would not charge. The fat dept. Verified the failure of the batteries not charging. Due to the residue observed on the board, the fat will not send the board to the supplier for further investigation. Retaining the board in the fat dept. Per procedure number 0002-07-d008 rev. At. The failure analysis and testing dept. Received reservoir, pressure: vacuum serial number with a reported unit failure of muffler will not open/misaligned. The failure analysis and testing dept. Performed a visual inspection and observed a damaged fitting for the pressure port. The fitting cannot be removed due to being misaligned. Retaining the reservoir in the fat dept. Per procedure.